Event description:
A falsely elevated troponin 1 result of 5.22 ng/ml was obtained on patient 1 and result of 1.34 ng/ml was obtained on patient 2. The results were reported to the physician. The samples were retested and a result of 0.02 ng/ml was obtained on patient 1 and a result of 0.00 ng/ml wa obtained on patient 2. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I was due to an occlusion in the hm cassette.

Event description:
A falsely elevated troponin I result of 5.22 ng/ml was obtained on patient 1 and result 1.34 ng/ml was obtained on patient 2. The results were reported to the physician. The samples were retested and a result of 0.02 ng/ml was obtained on patient 1 and a result of 0.00 ng/ml was obtained on patient 2. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I was due to an occlusion in the hm cassette.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of instrument and instrument data indicate that the cause of the falsely elevated troponin I was due to an occlusion in the hm cassette. A dade behring field service representative was dispatched to the account and corrected the malfunction. The instrument is operating within specifications.